Event description:
A supplemental correction/complete report is being submitted due to completion of the investigation on 23-jan-2026. Additional questions answered 19-jan-2026. 1. What was the target location for the stent? Cbd. 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stent cabinet, cool and shady place. 3. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* olympus visiglide2 0.025¿ 450cm. 4. Was the wire guide lubricated prior to use? Yes. 5. Was the wire guide inspected for damage prior to use? Yes. 6. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 7. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Yes. Sphincterotomy. 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? No, if not with the device in question, how was the procedure finished? Dr.paik used another clso stent. 9. What intervention (if any) was required? No. 10. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 11. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf-260v. 12. Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no. 13. Was resistance encountered when advancing the wire guide to the target location? No. 14. Was resistance encountered when advancing the introduction system in place to the target location? Yes (how did the physician deal with this resistance?) The introducer was passed for the next try. 15. Where was the stricture located in the duct? Mid cbd. 16. Was the stricture dilated prior to placing the device?* (if so, please indicate what device(s) were used.) No. 17. Was resistance encountered when advancing the stent through the obstructed area? Yes. 18. After placement, was stent position verified? N/a the first was a failure and the second was a success. 19. Please estimate the amount of time the stent was in place prior to this occurrence. Unknown. 20. Did any section of the device detach inside the endoscope or patient? No. 21. Please indicate whether the device broke in the endoscope or in the patient. Patient 22. Was the broken device retrieved? Yes snare. 23. Were any modifications made to the complaint device or accessories used with the device in this procedure? No. 24. Please indicate why the modifications were necessary. 25. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all clso-10-8 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for clso-10-8 device of lot number c2312586 did not reveal any discrepancies that could have contributed to this complaint issue. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2312586. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised as per the precautions of the IFU, "refer to package label for minimum channel size required for this device." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) as per information reported, a 0.025" wireguide was used with the device. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information that a 0.025" wire guide was used. The smaller sized diameter of the 0.025" wireguide would have occupied less space in the lumen of the stent and likely led to it becoming kinked and leading to the resistance that was encountered when advancing it through the obstructed area which prevented deployment. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: CAPA-00022 (B)(4) has been initiated from complaints related to user error in practice where a 0.025¿ wire guide is being used summary of investigation: according to the customer, the stent was not inserted. Confirmed quantity of 1 device, confirmed used according to the initial report, the device had to be retrieved within the same procedure. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information that a 0.025" wire guide was used. The smaller sized diameter of the 0.025" wireguide would have occupied less space in the lumen of the stent and likely led to it becoming kinked and leading to the resistance that was encountered when advancing it through the obstructed area which prevented deployment. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required.

Event description:
When the doctor inserted stent into cbd, stent was not inserted.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.